Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that during an right atrial (ra) lead implant attempt, the parameters of the lead were not ideal. Sensing could not be tested and the lead exhibited high thresholds. After several attempts, the physician elected to implant a single device system instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.